Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing high impedances. Surgical intervention was undertaken and the ipg was explanted and replaced.